Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Operator of device is unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No information has been provided to date.

Event description:
It was reported that 100 ml flow stop pre-filled cassettes wasted with 96.6 ml left in it, due to beeping and no disposable alarms on both pumps, one hour after using. Troubleshooting did not resolve the alarms. A box was sent to the patient to return the cassettes. No further details provided. No patient injury was reported.